Manufacturer narrative:
This device was not returned to mmdg for evaluation and no lot number was provided. Because it was not returned no investigation could be performed. Because the lot number wasn't provided, no DHR review could be performed.

Event description:
The initial reporter stated that they had a set that leaked. The initial reporter stated that she noticed the leak while the set was in use by the patient, but that she couldn't tell where the leak was coming from. They were not able to provide a lot number. They did state there was a 1-2 hour delay while they waited for a new bag, but that there was no harm to the patient and that she was fine after the event. (B)(4).